Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a21 alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads.

Event description:
The customer reported hospitalization, high blood glucose and insulin pump buttons were unresponsive and alarmed unexpected restart. Customer stated had been hospitalized with kidney infection and dehydration and when she was discharged she got unexpected restart alarm. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated she was at a banquet and had tingles, dehydration, vomiting and blacking out and ambulance took her to the hospital. Customer was wearing the insulin pump at the time of 911 call. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.